Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. Pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. Customer treated their blood glucose with 15 grams of carbohydrates. Customer also reported the drive support cap was sticking out. Customer could not recall pressing on the cap while connected. Customer declined to troubleshoot for their low blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.